Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus or basal delivery. The customer's blood glucose was 256 mg/dl. The customer confirmed that the insulin pump was not exposed to a high magnetic field. The customer was assisted with clearing the alarm. The customer did not receive a motor position encoder error alarm according to the alarm history of the insulin pump. The customer confirmed that they were able to rewind the insulin pump. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube and battery cap contact. It was not possible to verify the motor error alarms due to the blank display. The motor was tested outside the device and passed. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with a minor scratched lcd window. The insulin pump was received with a stained end cap sticker and keypad overlay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.